Manufacturer narrative:
H6: investigation summary: one photo was received by the customer which verifies the customer complaint that the tubing has a bulge near the connector. No product was returned by the customer. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced ballooning tubing. The following information was provided by the initial reporter: they are having issue with their tubing set creating a bulge near the connector.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter zip code: 2118. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced ballooning tubing. The following information was provided by the initial reporter: they are having issue with their tubing set creating a bulge near the connector.